Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: a1, a2 (dob), a3, e3, h7, h9. E3 initial reporter occupation; lawyer corrected: d1, d4 (catalog), d10.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr resurfacing revision. Reason for revision: pain. Records alleges shortening of limb, difficulty walking, high cobalt and chromium level and loosening of implant. Corrected date of revision. Doi: (B)(6) 2008 dor: (B)(6) 2020 right hip.